Manufacturer narrative:
(B)(4). Batch #: u93j8z. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a lap hepatectomy a harhd36 and suction were being used. There were frequent activations with the jaw of the device open. The first harmonic was used for around an hour and a half. There were occasional activations with the tip encountering metal clips. They heard funny sounds coming from the consumable, removed it from the patient, and realized the tip was broken. Both the broken tip and the blade were outside of the patient. The second consumable was used for around an hour and the same thing happened as the above. There was occasional activation alongside metal clips and the active blade was broken, with both the tip and blade outside of patient. The surgery was almost at completion upon the use of the second consumable; so a third harmonic was not being opened. There were no patient consequences.